Event description:
It was reported that the permanent cautery spatula instrument was arching during the surgical procedure. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.